Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that the pump was very hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed evidence of short battery life. On (B)(4) 2013 the pump showed a low battery warning and a replace battery alarm while the battery voltage was still high. Multiple call service alarms were also observed. During testing, the pump powered on and displayed the verify screen. The pump was primed and exercised correctly with no alarms or overheating observed. The current draws were found to be within specifications. The pump was opened and evidence of moisture corrosion was found on the internal circuit board. There was no evidence of intermittent condition found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.